Event description:
The hcp reported, the patient began experiencing increasing pain over a period of weeks following a fall at home. The drug used in the patient's pump is dilaudid and clonidine. Fluoroscopic exam and injection of the side port diagnosed a migration of the catheter had occurred. A catheter revision was performed and a new catheter was placed. The hcp reports the patient had no symptoms of withdrawal. A long period of time passed from the suspected event to the diagnosis of catheter migration. The patient recovered without sequela.

Manufacturer narrative:
.